Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the remote home monitoring system issued an alert for a high out of range shock impedance measurement. Upon review of the data it was found that all measurements previous and the two measurements after were stable and within normal limits. The patient was brought into the office where the shock impedance was stable and also within normal limits. Further discussion with the patient found that the patient was using a transcutaneous electrical nerve stimulation (tens) unit at the time the out of range measurement occurred, thus electromagnetic interference (emi) was determined to be the cause of the out of range measurement. No changes were made to the system and the system remains in service.